Event description:
During lead revision, the right atrial (ra) lead was repositioned. A portion of the lead detached. The lead was explanted to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but not available.